Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The voltage was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the images on the 9800 system were dark during a case. No pt injury was reported.